Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the drill sleeve tip of the univ-drill-guide 3.5 was slightly deformed. The barrel was heavily stripped from the treaded section. Additionally, the device presents an overall worn appearance consistent with constant usage for over 12 years. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional evaluation was performed, and several attempts at disassembly were made. However, due to the damage observed on the drill sleeve, the barrel could not be assembled. Additionally, an attempt was made to assemble the barrel with the main body, but due to the stripped condition of the barrel, the assembly process could not be completed. The malfunction of the device was replicated; therefore, the complaint allegation can be confirmed. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the univ-drill-guide 3.5 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history part: 323.360, lot no: 8326736, release to warehouse date: 25 mar, 2013, manufacturing site: werk hagendorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported while using drill guide from the consignment small fragment set the guide is not gliding as should. The device was taken apart and is still not sliding.